Manufacturer narrative:
The complaint of cracks on item mc33131 could not be confirmed by investigation. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. The device history review (DHR) could not be performed due to the lot number for this complaint being unknown.

Event description:
It was reported that a 7" (18 cm) appx 0.43 ml, pressure infusion (400psig) ext set w/microclave® clear, purple clamp, rotating luer experienced a crack resulting in a leak. As per the report, the female end of the clave cracked and started making peripherally inserted central catheter (PICC) blood leak. The patient was receiving total parenteral nutrition (tpn) + soy, medium chain triglyceride, olive, and fish oil (smof). The clinician is unsure how long the set had been in use on the patient. The PICC was on a continuous infusion. There was a 20-minute interval where it could¿ve been leaking for 1 minute to 20 minutes. The clinician added that there was some blood loss and bleed back, however, unsure of the amount. The blood that eased out was mixed with tpn and smof. The clinician added, if the silicone sleeve is inside the female end of the clave, it did seem to be pushed down and did not look right when trying to flush it after noticing the problem. When asked if there were any medical interventions required, they had to check the patient¿s guts to ensure they were stable. The clinician does not know if more interventions were done/needed after the shift. There was no patient harm reported.